Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "early (B)(6) 2022". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing a skin reaction while wearing the adc device, with symptoms of an insertion site allergy and ¿water bubbles under the sensor¿. The customer had contact with a healthcare professional who prescribed betagalen (betamethasone-topical corticosteroid) for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing a skin reaction while wearing the adc device, with symptoms of an insertion site allergy and ¿water bubbles under the sensor¿. The customer had contact with a healthcare professional who prescribed betagalen (betamethasone-topical corticosteroid) for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "early feb2022". All pertinent information available to abbott diabetes care has been submitted.